Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, low impedance and a loss of sensing on the right ventricular (rv) lead was noted. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed a damaged inner insulation and bent outer coil due to overtightened suture sleeve at the proximal region of the lead consistent with procedural damage. The cause of the reported events is consistent with procedural damage. No device malfunction was found.